Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an abdominoplasty procedure on (B)(6) 2017 and the mesh was implanted. During the procedure, when entering the mesh, a surgeon tried to return and make adjustments but at that moment, the mesh wraps, making impossible the return and adjustment. It was necessary to replace the mesh to continue the procedure. It was also reported that the event did not cause any harm to the patient and no need additional treatment. No further information is available.

Manufacturer narrative:
The device was received in two parts. The device was manipulated and used. The device was cut in several parts (clear cut), 2 parts of tvt device were sent for evaluation, organic substances were visible on the sample, the mesh was stretched and the plastic sheath was damaged. The defect seen during the product evaluation is aligned with the defect described in the event description (mesh damaged, wrapped around the metallic needle). The defect identified is not linked to a manufacturing issue.